Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a damaged j1 battery connector the ca. The root cause of the physical damage to the damaged j1 battery connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.